Manufacturer narrative:
Continuation of d10: product ID: 978b1, lot# unknown, product type: lead; product ID: neu_unknown, serial# unknown, product type: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead break was unknown and the cause of the bandage coming off/wet was unknown. In response to the inquiry for what steps were or would be taken to resolve this issue, the rep replied the patient was implanted that day of their reply.

Manufacturer narrative:
Continuation of d10: product ID 978b1 lot# unknown serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was confirmed resolved. When asked when the patient was implanted, was the lead that remained in the patient successfully removed the rep replied yes it was the extension that was removed. When asked if there was any patient harm or symptoms related to the lead being left inside the patients body the rep said nothing but permanent tined lead left in.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the daughter was called over to the patient's house because his bandage came off. The caller said she is an emergency medical technician. When she got there the bandage was very soaked. The lead was broken. Two inches of the lead was in the external stimulator and the rest of the lead was in the body. The caller talked to dr. (B)(6)'s office and she talked to the other surgeon available. The surgeon was going to get in contact with dr. (B)(6). She was given the phone number to the representative and told to call. She called the number and it said it the phone number was no longer assigned to the rep. Caller called medtronic and was told to have the representative call dr. (B)(6). The issue happened today. Agent did not ask about the circumstances that led to the reported issue. Patient services told the caller I would look up the representative that covers the area and send a message to have them call dr. (B)(6). No symptoms reported.